Event description:
A male pt underwent an abdominal aortic aneurysm repair on (B)(6) 2012. During the procedure, the main body, tffb, was introduced up the right cia, without incident, positioned device just under lowest renal artery, contrast injected through pigtail catheter to verify position, started to deploy graft exposing first two stents (diamond). Contrast was again injected though pigtail to verify position, continued to deploy until contralateral limb was out. Proximal trigger wire was removed without incident, loosened pin vise to advance top cap, would not advance. The district mgr was going to suggest alternate deployment sequence but the physician forcefully advanced metal cannula and managed to release supra renal stent. The rest of the tffb was deployed without incident. From the info provided by the reporter, a foreign object did not have to be retrieved from the pt. No additional medical procedures were required due to this occurrence. The pt did not experience any adverse effects due to this observation.

Manufacturer narrative:
(B)(4). Event eval: still under eval.